Event description:
Additional information was received from a healthcare provider (hcp). The patient was receiving morphine sulfate 17.2 mg/ml at 13.876 mg/day, fentanyl 2000 mcg/ml at 1613.5 mcg/day, clonidine 1023 mcg/ml at 825.54 mcg/day, and bupivacaine 12.9 mg/ml at 10.40 mg/day via the pump. The patient was seen on (B)(6) 2016 and made no complaint of infection. The hcp did not know anything about the staph infection.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-19, information was received from a consumer regarding a female patient who was receiving fentanyl (dose and concentration unknown) and an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient had their pump removed and developed a staph infection. Additional information has been requested regarding the event date, the pump and catheter serial numbers, the drug information, the patient's medical history and concomitant medications, symptoms, diagnostics and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.